Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the doctor was deploying the angioseal. The following information was provided by the user facility: after locating the arteriotomy and setting the footplate, he locked the device and began to pull back, doctor was hesitant to pull further and decided to cut the device and said that he felt the suture did not release. After cutting the suture, he was able to continue with successful deployment of the collagen. It was reported that the blood loss was less than 250cc. It was reported that patient condition was stable. It was reported that the patient condition was stable. It was reported that the procedure outcome was successful.